Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code "1069" removed. The device was returned to the factory for evaluation on 05/13/2024. An investigation was conducted on 05/16/2024. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting device handle. The handle of the device was observed to be intact with no visual defects observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. The toggle of the harvesting device was manipulated to open and close the jaws. The jaws remained in an opened state and would not close. No other visual defects were observed. An engineer evaluation was requested on 06/04/2024. The following is manufacturing engineering¿s evaluation of the vh-4000 hemopro2 tool (90527943-01) complaint # (B)(4), which was returned for the reported failure of ¿break, mechanical issue¿. The thumb toggle on hemopro2 tool was moved to the fully open and fully closed position. There was no movement of the hot and cold jaws, which is not normal. The handle of the complaint hemopro2 tool was opened to investigate what was causing the jaws not to open or close when the thumb toggle is actuated. It was found that the tip portion of the guide, actuator spring tw (B)(4) had broken off and was not connected to the clamp, actuator collar tw (B)(4).the tip portion of the guide, actuator spring tw (B)(4) connects to the clamp, actuator collar tw (B)(4) to mechanically actuate the jaws open and closed using the thumb toggle. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- jaws" were confirmed. The lot # 3000374606 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 has a broken bisector blue handle. It was broken when pushed forward in attempt to cut and burn a branch. After this the bisector was not able to be opened and closed. They did have to open and use another kit. There was a procedural delay by 5 to 10 minutes while they were troubleshooting the device and reopening of replacement device. No harm to patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.